Manufacturer narrative:
The device was returned for analysis. The recommended guidewire size for this device is 0.035" as per specification. The guidewire used by the customer was not returned for analysis. The investigator successfully loaded the device on to a boston scientific 0.035" guidewire and removed it without issue. A visual examination of the returned device found that the balloon had been inflated. No issues were noted with the balloon material. A visual examination of the markerbands identified no issues. Both markerbands were present, undamaged in the correct position on the shaft. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination identified no damage to the tip of the device. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon became stuck with guidewire. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified common iliac artery. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated twice at 20 atmospheres for 1 minute. However, upon removal from the non-boston scientific guidewire, the balloon was felt to be stuck. The ballon was reinserted in order to perform inflation again; however, severe resistance was felt at the balloon part. The catheter and guidewire did not have to be removed as a single unit and the guidewire able to be removed from the catheter outside the body. The procedure was completed with another of the same device. No patient complications were reported.